Event description:
The surgeon was performing a laparoscopic appendectomy when the hub of the reprocessed optical separator fell apart and became totally inoperable after introduction into the patient. The device had to be removed and replaced causing a delay in the surgery. The patient required an xray and CT scan to assure no parts were retained during surgery. The device was defective, it may not have been put together correctly when reprocessed.